Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5156356. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The unknown patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted (sensor location not specified). On (B)(6) 2024, it was reported the patient was ¿in and out of consciousness, and completely passed out¿. The emergency line was called ¿911¿. Once emergency medical services arrived, the patient¿s bg meter reading was 20 mg/dl while it was reported the cgm device was reading ¿70 points higher¿. The patient was transported to the emergency room (ER). At the ER, the patient was in a coma, in the beginning stages of organ failure and had a body temperature of 90 degrees. No information was provided regarding the patient¿s medication, treatment, or length of hospitalization. Attempts to reach the patient for further event details were unsuccessful. It has been reported that there was a difference in readings of 70 points. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information available.